Event description:
It was reported that the user experienced hypoglycemia after initiating ilet use and making a usual meal announcement at dinner; the lowest reported glucose was 58 mg/dl, and the user self-treated with approximately 45 grams of oral glucose. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included self-treatment with oral carbohydrate and no hospitalization. Investigation included troubleshooting and education on proper meal announcing, reinforcement that alarm targets cannot be adjusted to alert at 110 mg/dl, and guidance to change all infusion and related supplies together every three days. Investigation of this case revealed no device malfunction reported, with the event occurring during initial system use, and user education provided on supply changes and announcement practices. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.